Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer¿s blood glucose level was not impacted. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.